Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and the article in question was manufactured in accordance with the specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(6).

Event description:
During extraction surgery, the doctor noted that the plate showed a relevant deformation. This is 1 of 1 report for this complaint (B)(4).